Manufacturer narrative:
Combination product: yes.

Event description:
This lv lead was capped. Upon screwing lead into new can, physician broke the lead tugging on it. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.